Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and without a reload present. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: how were the staples removed from the patient ? With forceps and by hand. Did the removal of the staples altar the procedure in any way? If so please explain? No. Where in the green zone was the device fired? (Tl only)? In the middle. Was buttressing material utilized? No. Were any difficulties encountered when closing on the tissue? No. Was the tissue pin in place prior to firing? Yes. Was the instrument fired across or near an existing staple line or clip? No. Was another stapling device used during this surgical procedure? (I.e., cdh, ntlc, tlc, etc.) No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? It was hard to close the instrument to get in the green zone. Was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? Staples did not close. Was proximal and distal control maintained on the tissue during the firing sequence? Yes. Was the staple line inspected for integrity prior to transecting the tissue? Yes. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Regular. Was a leak test completed? N/a. Is a pathology specimen and/or report available?n/a. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Yes. Was the firing to close a side by side anastomosis? No. Was there a recent conversion to ees devices in this account or with this surgeon? No. Is a pathology specimen available? N/a. Where was the location of the malformed staples, on the ends or in the middle of the staple line? Across the whole staple line.

Event description:
It was reported that during a liver transplant procedure, surgeon asked for the device for liver and after he fired stapler, he opened to check staple line and all staples where opened and fell in patient's abdomen. He then asked for tx60b, but after he fired tx, there were no staples in reload. Since patient was (B)(6) child, he decided to use suture to finish operation. Procedure prolonged 90 minutes. No patient consequence reported.